Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.50/+0.5/174 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023 . The lens was explanted on (B)(6) 2024 due to low vaulting. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown.